Event description:
Over the past 3 weeks, there was a patient on table error stentviz failure apply zoom and launch stent refine. Tried this multiple times. Ilinq done. This lead to an interruption of patient exam. Manufacturer was contacted. Application was reinstalled resolving problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer was contacted. Application was reinstalled resolving problem for now.